Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon the completion of the investigation.

Event description:
Procedure performed: "lap jejunostomy tube placement." Event description: this is the explanation from dr. About the problem he encountered: "5 mm trocar with a loose plastic particle, when inserted into the patient loose particle was in patient's abdomen. Seen with laparoscopic camera and removed immediately by surgeon. No harm to patient. Surgeon requested report to manufacturer notified of incident. Safety report completed. Trocar packaged and given to materials management staff to follow up with manufacturer. Type of intervention: "removed immediately by surgeon." Patient status: "no harm to patient."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of the loose plastic particulate. Scratches were also observed on the inner surface of the cannula. Based on the condition of the returned unit, it is likely that the particulate was generated by contact with an instrument during instrument exchange through the cannula. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.